Manufacturer narrative:
Date sent to the FDA: 10/27/2016. This event was originally reported under suture asr reporting e1999004, subsequently we received product for evaluation which resulted in a device code of 1059 - needle bending. As this is not an approved code for the asr, the supplemental information was submitted as an emdr initial report without all of the initial information provided. This follow-up 1 report provides all original information previously submitted in the asr report e1999004. Follow up 2 was sent with a sequence error therefore the same information is contained in this follow up 1 as per FDA request. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: where was the needle grasped prior to the needle breakage (i.e. Swage, central portion of needle)? Was the needle piece(s) retrieved? What measures were taken to retrieve the broken piece? At what location was the needle found? Were the needle pieces removed from the patient? Was there any additional tissue damage as a result of searching for the needle piece? Needle was being held by a needle driver. Broken needle is not in the patient and will be returned. It was received representatives unopened samples. The needle was examined for visual inspection attribute defects and no manufacturing defects were found. Additionally, in the inspection of the needle, it was functionally tested for diameter, flattening and ductility and all the results met the specifications. Additionally the needles matches curvature template. During the tests for bending resistance, the needle had result below the specification.

Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2015 and suture was used. During the procedure, the needle broke in a half and was not retained in the patient. The procedure was completed with a same/like device. There was no adverse consequence to the patient. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 10/20/2016. This event was originally reported under suture asr reporting e1999004, subsequently we received product for evaluation which resulted in a device code of 1059 - needle bending. As this is not an approved code for the asr, the supplemental information was submitted as an emdr follow-up 01 without all initial information provided. This follow-up 02 report provides all original information previously submitted in the asr report e1999004. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: where was the needle grasped prior to the needle breakage (i.e. Swage, central portion of needle)? Was the needle piece(s) retrieved? What measures were taken to retrieve the broken piece? At what location was the needle found? Were the needle pieces removed from the patient? Was there any additional tissue damage as a result of searching for the needle piece? Needle was being held by a needle driver. Broken needle is not in the patient and will be returned. It was received representatives unopened samples. The needle was examined for visual inspection attribute defects and no manufacturing defects were found. Additionally, in the inspection of the needle, it was functionally tested for diameter, flattening and ductility and all the results met the specifications. Additionally the needles matches curvature template. During the tests for bending resistance, the needle had result below the specification.

Event description:
It was reported that a patient underwent a breast surgery on (B)(6) 2015 and suture was used. During the procedure, the needle broke in a half and was not retained in the patient. The procedure was completed with a same/like device. There was no adverse consequence to the patient. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 09/09/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. It was received representatives unopened samples. The needle was examined for visual inspection attribute defects and no manufacturing defects were found. Additionally, in the inspection of the needle, it was functionally tested for diameter, flattening and ductility and all the results met the specifications. Additionally the needles matches curvature template. During the tests for bending resistance, the needle had result below the specification.